Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found only the connector part of the lead was returned for evaluation. A full degradation which breached the outer insulation and exposed the outer coil at 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.